Manufacturer narrative:
The reported events of high pacing impedance and high capture threshold were not confirmed. As received, a complete lead was returned in three pieces. The lead impedance could not be tested due to condition of the lead as received. Final analysis found external insulation abrasion breaching the optim sheath at 46.4 ¿ 46.5 cm from the distal tip, consistent with friction to the device can. The lead body silicone insulation was intact in this location. No conductor fractures or internal shorts were found.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6.

Event description:
New information received notes that the patient exhibited bradycardia and hypotension during the extraction of the right ventricular lead.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the patient's right ventricular lead exhibited high, out of range pacing impedance and high capture threshold. No intervention was performed. The patient was stable.

Event description:
Additional information received indicates that the patient's right ventricular lead was explanted and replaced. The patient was stable.